Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, there was a concern that the battery is depleting faster than expected. The patient did have symptoms of pocket/ muscle stimulation. It was noted that the patient was hospitalized. Subsequently, the device was explanted and is expected to be returned. No additional adverse patient effects were reported.